Event description:
Information was received that reported a pt was hospitalized in 2007, due to hypoglycaemia. The reporter states the pt had a reaction and was brought to ther ER at 1100 on the same day. The reporter states that the pt had just taken his blood glucose reading just before the reaction and it was 77 mg/dl. Glucagon was given and 15 mins later, the pt was tested on a different meter and was 165 mg/dl. At the ER he was tested at 157 mg/dl. The reporter is questioning the accuracy of his insulin infusion pump with blood glucose monitor and it is alleged that this could have contributed to the incident. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow up report detailing the results of the evaluation once it is completed.